Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the error message, "connect to pc", while the customer was using the adc freestyle libre 2 reader. As a result, on (B)(6) 2022, the customer experienced symptom of hypoglycemia described as sweating and was provided 30% ampoule glucose and 500 ml of 10% glucose infusion for diagnosis of hypoglycemia. The healthcare professional mentioned customer was hospitalized for unrelated health issues. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the error message, "connect to pc", while the customer was using the adc freestyle libre 2 reader. As a result, on (B)(6) 2022, the customer experienced symptom of hypoglycemia described as sweating and was provided 30% ampoule glucose and 500 ml of 10% glucose infusion for diagnosis of hypoglycemia. The healthcare professional mentioned customer was hospitalized for unrelated health issues. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)was returned and investigated. Visual inspection was performed on the reader and no issues were observed. The reader did power on with button depression, but it displayed ¿connected to pc¿ when it was not connected to a computer. De-cased the reader and no issues were observed with the pcba (printed circuit board assembly) upon visual inspection. Removed the transient suppressor dn3, and the reader no longer displayed the ¿connected to pc¿ message. The investigation determined that the cause for the ¿connected to pc¿ message is due to failed dn3 chip. Therefore, this issue is confirmed to a failed dn3 chip. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) was updated based on the returned product.

Event description:
A healthcare professional reported the error message, "connect to pc", while the customer was using the adc freestyle libre 2 reader. As a result, on (B)(6)2022, the customer experienced symptom of hypoglycemia described as sweating and was provided 30% ampoule glucose and 500 ml of 10% glucose infusion for diagnosis of hypoglycemia. The healthcare professional mentioned customer was hospitalized for unrelated health issues. No further information was reported. There was no report of death or permanent injury associated with this event.